Event description:
It was reported that the customer used a cleaning chemical that has caused a haze/fog on the monitor even when it was turned off. No pt injury was reported.

Manufacturer narrative:
The window was rec'd by the MFR and visually inspected. The window assembly was replaced.